Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user experienced low blood glucose of 232 mg/dl. Customer also stated that they were alleging over delivery of insulin on insulin pump when they filled the reservoir full within 2 hours there was 9 units left. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.